Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device has been inadvertently damaged during residual gas analysis. It can be assumed that the device has failed due to loss of hermeticity at header assembly. Further device investigation showed damage to the active electrode caused by excessive mechanical stress. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.